Event description:
Pt was being fed using a pump. 1500 ml of an enteral feeding solution were hung, and the pump was set to deliver 55ml/hr. Reporter stated the pump seemed to function fine at 11:00pm; however at 1:00am, the pt was sent to the hospital with respiratory distress and possible pneumonia. There is no knowledge of a pump malfunction. Event is being reported as an injury due to the respiratory distress/pneumonia and possible litigation against the facility. One pt involved.